Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that any deficiency of the ethicon product vicryl suture caused and/or contributed to the adverse events described in the article, wound infection? Citation: journal of obstetrics and gynaecology, july 2014; 34: 383¿386; doi: 10.3109/01443615.2014.895309 (B)(4).

Event description:
Title: complications and pregnancy outcome following uterine compression suture for postpartum hemorrhage: a single centre experience. The study reviews presented findings to provide women with uterine compression sutures more accurate information about complication rate and pregnancy outcome, and enabling these women to make informed choices about their future fertility options. From (B)(6) 2008 to (B)(6) 2012, 23 women (mean age of 31.5 years) underwent uterine compression sutures in deliveries. A b-lynch suture was inserted prophylactically because of her parity and risk of postpartum hemorrhage. In all cases, the suture material used was no. 1 vicryl. Of the study population, 4 patients lost to follow-up leaving 16 patients for analysis. Two patients out of 16 had persistent vaginal discharge and one of these two patients developed pyometra, confirmed by ultrasound, which was unresolved despite of intravenous antibiotics and was required to undergo abdominal hysterectomy two months after the initial uterine compression. The author stated that the formation of pyometra could be due to the placement of multiple uterine compression sutures. Uterine compression suture has been associated with a few complications but despite this, it has been shown to successfully avoid the need for hysterectomy in the majority of cases with preservation of future fertility.